Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024). Device pending return.

Event description:
It was reported that prior to a device placement procedure, the cuff of the device allegedly slid along the catheter to the hub. There was no patient contact.

Event description:
It was reported that during a chronic catheter placement procedure, the cuff of the device allegedly slid along the catheter to the hub. The cuff was retrieved along with the catheter as it was being removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 5fr powerline s/l catheter was returned for evaluation. Gross visual, microscopic visual and tactile evaluation were performed on the returned device. The investigation is confirmed for the reported loss of bond issue as the tissue cuff was found to move freely on the returned catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), h11: b5, h6 (patient, device, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.